Manufacturer narrative:
Legal manufacturer: (B)(6). No report of patient involvement. The ge healthcare service representative performed a check of the system and confirmed the reported issue. The enhanced sensor interface board was replaced to resolve the reported issue.

Event description:
The hospital reported that the device displayed a pressure switch error message preventing mechanical ventilation. There was no report of patient involvement.